Manufacturer narrative:
H6 type of investigation lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -2.00 diopter was implanted into the patients left eye (os) on (B)(6) 2023. Patient complained of near vision (visual acuity). On (B)(6) 2023 the lens was exchanged for a different power lens and the problem resolved.